Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
This pt was originally implanted on (B)(6) 2007 with an ipg and two percutaneous leads. It was reported that the pt felt discomfort at the ipg site and that it got progressively worse as the stimulation was on. It was reported that the pt stopped using the stimulation because of the discomfort. On (B)(6) 2008,the ans rep reprogrammed the pt. The pt said there was still some discomfort and that she could still use the stimulation. Follow up on the pt found that the physician explanted and replaced the ipg. The explanted ipg was not returned to ans for evaluation.